Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a clinic visit the pacemaker was noted to be at elective replacement indicator (eri), however the patient had eaten so the physician was unable to schedule them for a change out procedure. That evening the patient went to the emergency room due to dizziness and lightheadedness where it was noted that her heart rate was in the 20 to 30 beat per minute range. A temporary pacemaker was placed. The following day, prior to change out, the field representative was unable to interrogate the pacemaker. A revision procedure was performed where the device was explanted and replaced. No additional adverse patient effects were reported.